Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be conducted as the lot number is unknown. Visual inspection: the sample was not returned; therefore, visual inspection could not be performed. Functional/performance evaluation: the sample was not returned; therefore, functional and performance evaluation could not be performed. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: one photo was provided and reviewed. The photo shows the distal end of a crosser catheter. The core wire can be seen puncturing through the outer catheter near the rapid exchange junction, indicating that there is a complete fracture in the core wire. Conclusion: the device was not returned. One photo was provided. Based on the photo provided, the investigation is confirmed for a fractured core wire and punctured outer catheter. The definitive root cause for this event could not be determined based upon the available information. It is unknown whether patient and/or procedural issues contributed to the event. Labeling review: the current IFU (instructions for use) states: warnings and precautions: when using the crosser in tortuous anatomy, the use of a support catheter is recommended to prevent kinking or prolapse of the crosser catheter tip. Kinking or prolapse of the tip could cause catheter breakage and/or malfunction. Interventional use: slowly advance the catheter tip through the lesion. Apply steady, constant pressure so the tip of the catheter is engaged to the lesion. Upon successful recanalization of the lesion, advance the guidewire distal to the lesion and then withdraw the crosser 14p, 14s, or 18 catheter. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that post four minutes of activation the heath care provider did not feel any progression through the lesion in the sfa; therefore, the recanalization catheter was retracted through the sheath and the inner core wire of the recanalization catheter, at the rapid exchange area, allegedly fractured and pierced through the catheter. Reportedly, another recanalization catheter was used to complete the procedure. There was no reported patient injury.